Manufacturer narrative:
The universal battery charger is not a single use device. The approximate age as calculated from the date of the patient's implant to the date of the event is 5 years and 7 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient noticed burned spots on the circuit board of the universal battery charger. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a device malfunction and burned spots on the mainboard near capacitor c12 was confirmed. The evaluation of the returned (B)(4) revealed a burned/damaged switching voltage regulator ic u11 (lm 2675) and small burned area near capacitors c2 and c12. Further evaluation also confirmed damaged d36. The defective pcb was replaced with a new board. A full functional test was performed and the unit will be a loaner device. A specific root cause for the damaged pcb components was not able to be determined. The device history records were reviewed and the records revealed the ubc was manufactured in accordance with manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.